Manufacturer narrative:
The product is available but, has not been received as of the initial report (which has been indicated in h3 as "other"). Additional info will be submitted within 30 days of receipt. This product is distributed outside the united states. However, it is similar to us distributed drug eluting stents.

Event description:
The cypher balloon would not inflate and the stent would not deploy. The physician attempted to deploy a cypher 13 x 2.5 but could not. He thought the inflation device was faulty, changed the inflation device but the stent still would not deploy. The physician then realized the balloon was not even expanding on higher inflation pressure. They retrieved the stent and exchanged it for another, using the same technique and equipment. This stent deployed without problem. A st elevation occurred in the ECG, when the stent would not deploy, this caused the pt angina. However, the pt's present condition is satisfactory. The pt was a male who weighed 90 kilograms. The lesion was located in the proximal left anterior descending artery. The lesion length was 10 mm and the vessel diameter was 2.5mm. There were no damages to the packaging. There were also no anomalies during prepping-the inflation pressure was 8-16 atm with an inflation time of 20-30 seconds. The marcus medical inflation device, a bmw guidewire and the jl4 5f guiding catheter were used. The physician did not attempt to inflate the "faulty" stent once it was removed from the pt, in order to not affect the cordis analysis.